Event description:
It was reported that the surgeon had difficulties with the vns products during implant surgery. The surgeon tried inserting the leads into the generator and the leads would not insert. He tried unscrewing the screw on the generator, but the lead still would not insert. Surgeon stripped off the lead sheath so he decided to replace the generator and leads using back-up product without any problems. The surgeon is very experienced with implanted vns. The product were returned to the MFR, but analysis is pending.